Event description:
The info provided to sjm indicated the pt had an ischemic stroke which later changed to a hemorrhagic stroke. The pt was hospitalized and an echocardiogram revealed an elevated gradient. The pt was admitted for re-do valve replacement surgery and the sjm valve was explanted due to pannus, stenosis and an elevated gradient. The device was replaced with another MFR's valve and the pt was reported to be recovering.